Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer stated that the bracket to mount the hanger bar on the lift is bent and that the bolt to attach the hanger bar was too short so they had to bent the "ears" on the bracket in order to make the bolt fit.